Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy capacitor. The asp replaced the defective therapy capacitor. The device was operational after defective therapy capacitor was replaced with a new one. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone and reporting institution phone: (B)(6).

Event description:
It was reported the device intermittent self-test failed. There was no patient involvement.